Event description:
A complaint was received from a customer that reported when they used excel off brand reagent, meter would not work and they "could not get a good readings". They stated that they rec'd results of "lo" (less than 20 mg/dl), 40 mg/dl and then a reading over 200 mg/dl. The wide variance of these readings could be clinically significant if acted upon. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an offbrand reagent. The customer was encouraged to call 24/7 customer service line if any problems or questions were encountered. The complaints considered closed for purposes of MDR.